Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's son alleges that his mom's chair has not worked properly since they bought it. He alleges the hand control only works sometimes and his mom got stuck in the chair and the fire department had to be called.